Event description:
It was reported that after the physician performed an ablation procedure, the pulse generator exhibited premature elective replacement indicator. After a device software download, on (B)(6) normal device function resumed.